Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a rebel stent delivery system (sds) with stent. The balloon was tightly folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. The stent is damaged 1mm from the proximal markerband. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There were numerous hypotube kinks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 24 x 4.00 rebel stent was advanced to treat the lesion. However, the stent struts at the proximal side were deformed. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.